Manufacturer narrative:
The investigation into the pump stop has been completed. Product & data were not returned for review. The pump stop occurred on day 22 which is 14 days over the 8 day design life of the impella cp optical. The root cause of the pump stop was unable to be determined as limited clinical details were provided and no product was returned for review. The failure modes will be monitored and trended. Instructions for use for pump stop: ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿

Event description:
The user facility reported a 61-year-old female with heart transplant rejection was implanted with an impella cp for mechanical circulatory support. The impella cp was supporting a patient for 22 days when the pump stopped and was re-started. The team was utilizing the cp beyond indication and was alerted that the pump may fail. The pump remained on for support despite the issue.